Event description:
Complainant alleged that during a pt (age and gender unk) code, clinicians pressed the discharge button three times, but the device only discharged once. The complainant indicated that there was no adverse effect on the pt as a result of the reported malfunction. This event was reported subsequent to an event that had occurred previously with this same device.